Manufacturer narrative:
(B)(4). Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch# kdz237, exp date: 03/31/2018, MFR date: 04/12/2016. Batch# kdz238, exp. Date: 03/31/2018, MFR. Date: 04/12/2016. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the more additional/ following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the initial incision vertical or horizontal? How was the dehiscence managed? Was a second medical/surgical intervention performed? What was used to close the wound? What is the current status of the patient? Additional information was requested and the following was obtained: what tissue type? Fascia (c-section) what tissue dehisced? Fascia what was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? No. Healthy. How was the suture tied (square knot or multiple knots one end)? No knots - it was stratafix symmetric what date did the patient present with dehiscence (number of post op days)? 2 weeks how was the dehiscence managed? If a medical/surgical intervention was performed, provide details. Any quality issues with suture noted before procedure? No. What is the patient status? Did the suture break post op? Yes, at the midpoint/midline of the incision.

Event description:
It was reported that the patient underwent a c-section procedure on unknown date and the barbed suture was used. Two weeks following the procedure, the patient returned to the hospital with fascia dehiscence at the midline of incision. It was also reported that the suture was applied in a continuous loop across the incision line. Additional information has been requested.